Event description:
On (B)(6) 2010 this (B)(6) male underwent a total right hip arthroplasty under dr (B)(6). A stryker rejuvenate modular stem and neck device was implanted. On 6-28-2012 stryker issued a voluntary recall of the a stryker rejuvenate modular stem and neck. A reactive issue and corrosive phenomenon had been determined to affect some of the pts with the implant. The concern is for chromium and cobalt fretting out into the tissue of the affected pts causing severe tissue damage. In (B)(6) 2013, the pt fell and sustained a right hip fracture. On (B)(6) 2013 pt underwent revision of the right hip and synovectomy and had the stryker rejuvenate device explanted by dr (B)(6). Debridement of the joint was done.